Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited increasing threshold level. The patients left ventricular (lv) lead was found to be inducing phrenic nerve/diaphragmatic stimulation. The physician chose to remove and replace the rv lead, while the lv lead was capped and replaced. No patient complications have been reported as a result of this event.